Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported and stated the patient was asleep and the customer got errors on the erbe. The customer had restarted, but errors returned. The customer opted to change out the vision side cart (vsc) before calling in. No logs available at the time of call with vsc swapped out. Intuitive technical service engineer (tse) was unable to determine if further troubleshooting was possible. The customer was continuing with other vsc. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint, but failure analysis is currently in progress. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was analyzed, and failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. After a minute, the iesu displayed error u-02.

Event description:
Refer to h10/h11 for follow-up information.